Event description:
A caller reported experiencing a cartridge alarm on their mobi pump, but it did not adversely affect their blood glucose levels. The customer encountered multiple occlusions and cartridge alarms, prompting a review and recommendation for pump replacement due to ongoing issues and dissatisfaction with the device. The pump was set to be replaced, and the customer was guided on how to proceed with the replacement process and informed about the shipping details and necessary steps.